Event description:
It was reported that the core universal driver ran without user activation. There were no reported patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, the flex strips were discovered to be damaged.